Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The de novo and 90% stenosed lesion was located in the severely calcified and severely tortuous brachial vein. A 5.0mm x 40mm sterling over-the-wire balloon dilatation catheter was selected and advanced through a previously placed stent to treat the target lesion, the balloon ruptured at 6atms on the second inflation. The balloon catheter was removed from the patient intact without complications. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)